Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/03/2013 with the following findings: no damage was observed to the pump keypad cover. During testing, the up arrow, down arrow, and ok keypad buttons were unresponsive; the contrast keypad button responded properly. The bolus button responded properly; however, the cover was partially detached from the pump and the bolus button contact was damaged and inverted, keeping it stuck in an ¿on¿ position. All of the keypad buttons responded properly after setting the bolus button back to an ¿off¿ position. The keypad cover was removed and no contamination was found on the key contacts. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.